Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in (B)(6) 2013. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). The reporter commented: need for additional surgery. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("pain") and appendicectomy ("appendectomy") in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos. Concurrent conditions included uterine bleeding. Concomitant products included clonazepam (klonopin) from 2007 to 2013, ondansetron (zofran) since 2007, panadeine co (tylenol #3) from 2007 to 2013 and vicodin (norco) from 2007 to 2013. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced abdominal pain lower ("pain, lower abdominal pain"). In 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and appendicectomy (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, salpingectomy to remove the essure implant, appendectomy) and surgery (laparoscopic assisted vaginal hysterectomy, salpingectomy to remove the essure implant, appendectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation and appendicectomy outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, appendicectomy, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: need for additional surgery. Essure dates of removal: right fallopian tube removal (B)(6) 2009 and left fallopian tube removal on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2009: total bilateral occlusion. X-ray of pelvis and hip - on (B)(6) 2011: total bilateral occlusion. On (B)(6) 2009, transabdominal and transvaginal pelvic ultrasound showed anteverted uterus 9 crn x 4 ern x 6 cm. The endometrium is not thickened. Ovaries within normal limits. Right ovary: 3.1 crn x 2.3 crn x 2.6 cm: left ovary: 2.7 crn x 2.2 crn x 2.2 crn. No adnexal mass or free pelvic fluid. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower, pelvic pain. Most recent follow-up information incorporated above includes: on 7-sep-2018: pfs and mr received: new reporters, patient demographic information, product indication updated, concomitant disease and medications, new events menorrhagia, vaginal haemorrhage and abdominal pain lower added. Outcome for the events vaginal haemorrhage, menorrhagia and abdominal pain lower added as recovered / resolved. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("pain") and appendicectomy ("appendectomy") in an adult female patient who had essure (ess205) (batch no. 509405 , 609406) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos. Concurrent conditions included uterine bleeding. Concomitant products included clonazepam (klonopin) from 2007 to 2013, codeine phosphate;paracetamol (tylenol with codeine no.3) from 2007 to 2013, hydrocodone bitartrate;paracetamol (norco) from 2007 to 2013 and ondansetron (zofran) since 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced abdominal pain lower ("pain, lower abdominal pain"). In 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and underwent appendicectomy (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, salpingectomy to remove the essure implant, appendectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation and appendicectomy outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, appendicectomy, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: need for additional surgery. Essure dates of removal: right fallopian tube removal (B)(6) 2009 and left fallopian tube removal on (B)(6) 2013 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: total bilateral occlusion. Ultrasound scan vagina - on (B)(6) 2009: results: total bilateral occlusion. X-ray of pelvis and hip - on (B)(6) 2011: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2009, transabdominal and transvaginal pelvic ultrasound showed anteverted uterus 9 crn x 4 ern x 6 cm. The endometrium is not thickened. Ovaries within normal limits. Right ovary: 3.1 crn x 2.3 crn x 2.6 cm: left ovary: 2.7 crn x 2.2 crn x 2.2 crn. No adnexal mass or free pelvic fluid. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower, pelvic pain most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record received. Reporter added. Lot number updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))"), pelvic pain ("pain") and appendicectomy ("appendectomy") in an adult female patient who had essure (ess205) (batch no: 509405 ,609406-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: iud nos. Concurrent conditions included uterine bleeding. Concomitant products included clonazepam (klonopin) from 2007 to 2013, codeine phosphate; paracetamol (tylenol with codeine no.3) from 2007 to 2013, hydrocodone bitartrate; paracetamol (norco) from 2007 to 2013 and ondansetron (zofran) since 2007. On (B)(6) 2006, the patient had essure (ess205) inserted. In 2006, the patient experienced abdominal pain lower ("pain, lower abdominal pain"). In 2007, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In 2009, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and underwent appendicectomy (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, salpingectomy to remove the essure implant, appendectomy). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation and appendicectomy outcome was unknown and the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved. The reporter considered abdominal pain lower, appendicectomy, fallopian tube perforation, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure (ess205). The reporter commented: need for additional surgery. Essure dates of removal: right fallopian tube removal on (B)(6) 2009 and left fallopian tube removal on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2006: results: total bilateral occlusion. Ultrasound scan vagina: on (B)(6) 2009: results: total bilateral occlusion. X-ray of pelvis and hip: on (B)(6) 2011: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2009, transabdominal and transvaginal pelvic ultrasound showed anteverted uterus 9 crn x 4 ern x 6 cm. The endometrium is not thickened. Ovaries within normal limits. Right ovary: 3.1 crn x 2.3 crn x 2.6 cm: left ovary: 2.7 crn x 2.2 crn x 2.2 crn. No adnexal mass or free pelvic fluid. Concerning the injuries in the case, the following ones were described in patient's medical records: abdominal pain lower, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.